Manufacturer narrative:
Corrected information provided in b.2. And h.11. Upon further assessment, it was confirmed that the infusion cannula blocked and priming failed initially reported was resulted from the error message displayed. A error message displayed is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. Hence this reported event does not meet the criteria for reporting. No further reports will be scheduled under mfg report num. 2673409-2024-96677. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the advisory code was displayed during a test. The infusion cannula was blocked and priming test failure occurred. The procedure type was unknown. The surgery was completed after replacing a pack with new one. No patient impact was reported.